Manufacturer narrative:
D9 device was returned and date received was added. E4 selection was added as it was omitted from the initial report that was submitted. H5 revised selection as it was entered incorrectly on the initial report that was submitted. H6 type of investigation code was updated due to the device being returned. H8 revised selection as it was entered incorrectly on the initial report that was submitted. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The aic¿s inability to hold charge was caused by a defective ac power cord set. No issues were observed with the batteries.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that their automated impella controller's (aic) battery won't hold a charge.